Event description:
It was reported that an 840 ventilator reset while on a patient. There was no harm to the patient. At this time, it is unknown if the patient was transferred to another ventilator. A technical support engineer (tse) troubleshot the issue over the phone and suggested running extended self-testing (est) to see if any additional relevant error codes appeared. The tse recommended replacing the graphical user interface (gui) printed circuit board (pcb). Covidien was not authorized to evaluate the device.